Manufacturer narrative:
The product will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a c6623 cusa excel 23 khz cem nosecone cautery activated without the button being pressed. The product was in contact with the patient but there was no patient or staff injury. There was no delay in surgery due to the product problem.

Manufacturer narrative:
Investigation completed on 16feb2018. As reported by the customer, the product will not be returned for evaluation. Device history record (DHR) of manufacturing lot 1165576 was reviewed. No anomalies were found that could be related to the described failure. The root cause could not be determined.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A visual inspection found no visible defects or physical damage. The cem nosecone failed continuity testing with the fluke meter. The high dc voltage test - open switch had failed. The continuity and dc voltage readings were consistent with residue or corrosion build-up on the contact surface resulting in the loss of function as reported. Testing determined that the activation button failed specification. The reported complaint was confirmed.